Event description:
It was reported the patient experienced loss of therapeutic effect and required hospitalization. The patient's spasticity returned. The event/difficulty occurred on approximately (B)(6) 2012. A physician increased the lioresal dose until 700 mcg/day was reached; however, no improvement occurred. The volume of drug expected at the time of a pump refill was noted as being "ok." The physician decided to perform an indium dye test. The dye test revealed a "stop before about 10 cm from the tip of the catheter." The physician suspected a disconnection between the catheter and the pump because the volume expected was ok; or a loss of drug from the reservoir refill port because he refilled the pump without "noncoring" needle. It was noted that actions had not yet been programmed. A device revision procedure was noted as being required. An MRI was scheduled to verify arachnoiditis. The neurosurgeon refused to do surgery because arachnoiditis was suspected. The status of the patient was noted as "alive - with injury." The pump was delivering lioresal.

Event description:
The magnetic resonance image (MRI) done (B)(6) 2013 confirmed arachnoiditis. There was sieromielia, arachnoid itis, and tissue adhering to the catheter. A computed tomography (CT) scan was planned. The physician refused to perform a revision due to the arachnoiditis. The patient status was unchanged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731sc, serial # unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device and conclusion codes have been updated; the previously submitted device and conclusion codes no longer apply.